Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a stent fracture occurred. An unknown size eluvia stent was implanted on an unknown date. In (B)(6) 2018 the eluvia stent was found fractured. The fractured stent was treated with another stent. No patient complications were reported.

Event description:
It was reported that a stent fracture occurred. An unknown size eluvia stent was implanted on an unknown date. In (B)(6) 2018 the eluvia stent was found fractured. The fractured stent was treated with another stent. No patient complications were reported. It was further reported the 7x120, 75 cm eluvia stent was implanted in the superficial femoral artery (sfa). The artery was mildly tortuous and the lesion was moderately calcified. There were no difficulties with the deployment of the stent. The fracture was seen via x-ray after deployment. A non-bsc stent was deployed inside the fractured stent for treatment. After further discussion it appears the stent was pulled back and stretched as the physician was deploying it. The physician was attempting to reposition the stent after the stent had vessel apposition. This may have contributed to the event. There were no complications.

Manufacturer narrative:
Device is combination product.